Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the programmer was booted up, the screen stayed "blank" after the basic input/output screen (bios) screen. Technical services suggested that the service diskette be run on the programmer. The status of the programmer is unknown. There was no patient involvement.